Event description:
Additional information: the patient was "pretty sick" and had some other surgical health considerations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a doctor was considering explanting a neurostimulator due to the patient's discomfort at the implantable neurostimulator (ins) site. It was stated that the ins had migrated and "perhaps protruding or eroding through the skin". No specific details were known. About three week later it was reported that the device was explanted and the patient was "back to their baseline" the next day it was reported that the patient had their entire system remove. It was unclear why the device was implanted for. The reason for explant was also unknown.

Manufacturer narrative:
(B)(4).